Event description:
It was originally reported that the pt experienced never having therapeutic effect. An overdischarge condition was suspected. She had been through multiple reprogramming sessions without success and was only able to get stimulation in 6 inches of her leg. Hence, she didn't bother to recharge her device system and had not recharged in over 2 years. Additional info indicated that the company rep was unable to get the pt's device out of the overdischarge condition. The pt did not want the stimulator any longer as she was not able to get therapeutic effect.

Manufacturer narrative:
(B)(4).